Event description:
It was reported to the MFR that the vns pt's device showed high lead impedance during diagnostic testing at an office visit in (B)(6) 2009. Diagnostic tests performed on the device following implantation surgery revealed proper device function in 2008. X-ray views of the implanted device have been taken and sent to the MFR for review. Review of x-rays did not reveal any anomalies that could have contributed to the reported high lead impedance event. The pt's device has been programmed off as a precautionary measure. It was indicated that vns therapy was efficacious for the pt until the reported event occurred. It is unk if there was any pt manipulation or trauma that could have caused or contributed to the reported event. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Method - MFR reviewed x-rays of implanted device. Results - x-rays reviewed by the MFR, no gross lead discontinuities visualized. Conclusions - device failure is suspected, but did not cause or contribute to a death or serious injury.